Event description:
The device was working previously during the procedure, on last attempt it was handed back to the scrub nurse the physician stated, it is jammed. It would not work after that.I did not directly talk to the rep, I was told that the rep was informed of the incident.